Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The device was noted to be trapped in the papillary muscle and suction was observed. It was reported that the patient was sent to unit for a pump reposition, or removal and placement of a new impella device. The procedural outcome was unknown.